Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tried to take out my tampon and just the string came out-vagina [foreign body in reproductive tract]. Tried to take out my tampon and just the string came out [complication of device removal]. Just the string came out [device breakage]. Case description: consumer reported via email that only the tampon string came out during removal. No serious injury was reported.